Event description:
Customer reported that sensor gets stuck in serter not allowing seter to fire. Customer's blood glucose was 488 mg/dl, which was treated with insulin pump. Serter and sensor would be replaced. No further information provided.

Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor's base. Unable to perform insertion complaint due to complaint against sensor serter.